Event description:
It was reported a 56 yo male patient, who had a right tha on (B)(6) 2017, presented back to the surgeon with complaints about their tha. Upon examination, the patient had an exactech primary total hip in. The patient presented with pain, stiffness, and dissatisfaction with their right total hip. The novation gxl liner was recalled, and the cup component showed a lesion or bone defect behind the cup. The patient had revision tha surgery on (B)(6) 2023, approximately 5 years 9 months post the initial procedure. They underwent an acetabular poly liner swap and a femoral head swap including bone graft into the acetabulum. There was a 15-30 mins surgical delay during the procedure as it took extra time to apply bone void filler into the acetabulum. The event was not related to any breakage of device. The patient left the or stable. The device was returned for analysis.

Manufacturer narrative:
D10: concomitants: 4693332, 186-01-56 - integrip cc, cluster 56mm,g3; 4803179, 188-00-08 - wedge plasma s/o sz 8; 4820426, 101-05-30 - 3.2mm drill bit30mm 1pk; 4838100, 180-65-30 - alteon 6.5mm screw, 30mm; 4861123, 170-36-00 - biolox delta femoral head 36mm od, +0mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
The revision reported was likely the result of increased prosthesis wear due to edge loading/impingement and patient-related issues which led to polyethylene wear and osteolysis. Additionally, edge-loading is a risk factor for early wear of the gxl liner.

Manufacturer narrative:
These devices are used for treatment not diagnosis. Pending investigation.

Event description:
Revision operative report of (B)(6) 2023- postoperative diagnosis: filed right total hip arthroplasty secondary to polyethylene wear and osteolysis due to defective polyethylene acetabular liner. Procedure: there is a physiological amount of joint fluid in the hip, no evidence of infection. The femoral head was removed and was grossly undamaged. The stem was not loose. There were no gross abnormalities of the liner. The metal shell demonstrates no abnormalities. The locking mechanism is intact. Osteolytic lesions-moderate to large defect superiorly. Devices were trialed and then implanted. Dressings were applied. The patient tolerated the procedure well. There were no known intraoperative complications. The patient was transferred to recovery room in stable condition. No additional information is available.